Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this right atrial lead, the physician was reportedly unable to stimulate in the unipolar configuration nor find acceptable threshold measurements, in bipolar. For this reason the product was removed and replaced during the same procedure. Another lead was implanted without further complications. The attempted implant lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right atrial lead, the physician was reportedly unable to stimulate in the unipolar configuration nor find acceptable threshold measurements, in bipolar. For this reason the product was removed and replaced during the same procedure. Another lead was implanted without further complications. The attempted implant lead was later returned for analysis.